Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces with the fiber tip degraded. Fiber tip degradation is normal behavior for consumable devices. Additionally, there was no light present from the sma connector which had burn marks on the face. The reported clinical observation is confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that during the procedure, when the physician fired the laser, the fiber failed. When the fiber was replaced, a break was noticed very close to where it plugs into the laser. A second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during the procedure, when the physician fired the laser, the fiber failed. When the fiber was replaced, a break was noticed very close to where it plugs into the laser. A second fiber was used to complete the procedure. There were no patient complications.